Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on august 15, 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center in (B)(6). No information about any attempts to retrieve the filter were provided, therefore it remains implanted either fully or partially (provided information is unclear as there is a reference to the filter ¿not completely¿ removed).¿ it is alleged that the filter tilted, embedded and death occurred. Argon¿s attorneys are attempting to gather additional information.